Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak between the connection of the supply line of the homechoice cassette and the supply bag was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, a leak was observed between the connection of the supply line of a homechoice cassette and supply bag that led to this alarm. Renal therapy services (rts) assisted the hp to cycle power off and on to clear the alarm and reviewed proper procedures per the user manual. Rts advised the hp to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.